Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site indicated that based on the log files, it appeared the device was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026 in a normal state of health when the patient was found by their spouse unresponsive on the floor. Emergency medical services (ems) were called, and the patient was found in pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was started, 5 rounds of epinephrine were given, then asystole was given. Ems stated that the driveline was intact, the green circle of life was illuminated, with heartmate 3 alternating hum auscultated over the chest. No active alarms were noted. The patient was noted to have copious amounts of vomit around the mouth and face. The patient passed away and the pump would be explanted. Log file review was requested which revealed low flow events on 14may at 14:13 with flow noted as low as 2.2 lpm. Further low flow alarms were noted at 14:51 - 14:52. With flow estimated around 2.4 lp<, along with no external power events due to both power cable leads disconnected at the same time. The driveline was also disconnected at 14:52 on the 14th.